Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device was unknown. As a result, a service history review and/or device history review were not performed as part of the investigation. Based on insufficient reported information and lack of a device evaluation, it is not possible to determine device causality for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death is unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.